Event description:
A reliant was selected as an accessory device for the touchup during an endovascular procedure. However, it was reported that the balloon ruptured after being inflated several times during touch-up. No additional touch-up was performed and the physician successfully completed the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that no handmade device was used (mdt or non-mdt) and device not modified for use. Physician noted that as balloon are manufactured by hand may give some reason as to why it eventually broke. If information is provided in the future, a supplemental report will be issued.